Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV, malposition.

Event description:
Healthcare professional reported left side "capsular contracture grade IV, malposition." Device status is unknown.

Event description:
Healthcare professional reported left side "capsular contracture grade IV, malposition." Device status is unknown.